Event description:
On (B)(6) 2018, the reporter contacted lifescan (B)(4) alleging that her son¿s onetouch ultra mini meter was reading inaccurately compared to another meter (injex sems). The following complaint was classified based on information obtained from customer service representative (csr) documentation. The reporter alleged that the product issue began on (B)(6) 2018, when the patient obtained blood glucose readings on the subject meter of ¿114 mg/dl¿ compared to ¿86 mg/dl¿ on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. Csr noted that the patient manages their diabetes using oral medication, diet and exercise, and in response to the alleged inaccurate results, they consumed less food/drink. The reporter stated that after the issue began (date unknown), the patient developed symptoms of ¿fell on the floor, fainted, and dizziness¿. The reporter stated that treatment was not received or required. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, the correct testing steps were being followed and that the patient¿s test strips had been stored correctly, were within expiry date. Csr noted the test strip vial was not cracked or broken. The csr walked the reporter through a retest and the control solution test was not in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse whilst using the product. There is insufficient information to rule out the contribution of the subject meter to the event.